Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to confirm the pump was not plugged into a power source and to press the button; however, the screen remained dark with a red led blinking and constant vibrations. Technical support advised the customer to try plugging the pump into a known working power source, but this did not resolve the issue. As a result, technical support decided to replace the pump under warranty. The caller was instructed on returning the faulty pump and advised on programming and connecting their replacement pump. They opted for multiple daily injections (mdi) as backup insulin therapy during the replacement process.